Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was over 200 mg/dl. Caller addressed the high blood glucose by administering a correction bolus via the pump and drinking water. To resolve the issue, caller changed the infusion set and cartridge, then resumed insulin.